Manufacturer narrative:
(B)(4). Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did this event occur during the initial surgical procedure? If not, how long after the initial surgical procedure did the event occur? Was re-operation performed? If yes, what date? If suture broke post-operatively, was there any precipitating stress factor for the suture breakage post-op? Date and name of the initial surgical procedure? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? Did the surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Lot number? What is the patient¿s current status?

Event description:
It was reported that the patient underwent abdominal closure on unknown date and suture was used. The start and closing knot were fixed and stable and after skin closure, it was opined that the fascia under the skin had broken up. When the skin was reopened, the suture had broken in the middle of the wound. Additional information has been requested.

Manufacturer narrative:
Pc-(B)(4). Representative samples were returned for evaluation. They were visually and functionally examined for tensile strength and they met the requirements. Per the condition of the representative samples, no performance breakage suture was found on the samples and the tested samples met the finished goods requirements. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: did this event occur during the initial surgical procedure? During abdominal closure the suture broke in the middle of the suturing line. The start and closing knot are fixed and stable and after skin closure they felt that the fascia (under the skin) has broken up. If not, how long after the initial surgical procedure did the event occur? During the procedure was re-operation performed? If yes, what date? No if suture broke post-operatively, was there any precipitating stress factor for the suture breakage post-op? Date and name of the initial surgical procedure? Event date (B)(6)/2017 what was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? Normal tissue condition (fascia, not fragile, or under fewer) did the surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? No. Lot number? Kck237 what is the patient¿s current status? Sent home